Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, operative report noted patient was revised on (B)(6) 2014 due to pain. Operative report further noted fluid causing painful bursitis, inflamed bursal tissue, thick fibrotic tissue, distended rubbery fibrotic capsular tissue and metallosis during the procedure. The modular head and acetabular cup were removed and replaced and an acetabular liner was implanted. Review of invoice history confirms the initial surgery and revision dates. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01600 / 01601).